Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe from the surestep foley tray had hair on the cap. Fortunately, they noticed the hair before using the syringe on a patient's sterile procedure.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product caused the reported failure. Visual evaluation of the returned photo sample noted one opened (with original packaging), lubcath foley tray. Visual inspection of the photo sample noted a strand of hair underneath the syringe cap. This does not meet specification per inspection procedure which states that "no hair on the product is allowed". A potential root cause for this failure mode could be "defective components from supplier / contamination". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿intended for use in the drainage and/or collection and/or measurement of urine. Does this patient meet the cdc guidelines for indwelling urethral catheter for use? ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care caution: this product contains natural rubber latex which may cause allergic reactions. Warning: do not use if allergic to iodine. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage latex and may cause balloon to burst.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the syringe from the surestep foley tray had hair on the cap. Fortunately, they noticed the hair before using the syringe on a patient's sterile procedure.